Event description:
After 1 month of implantation, this pacemaker was explanted because of an infection. Note: the leads that were attached to this device were also reported on an MDR.

Manufacturer narrative:
Devices sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Moreover, it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, and this has already been described in the literature.